Event description:
It was reported that the customer received a motion sensor test failure alarm and then an off no power alarm. Everything was gone from the wizard and basal rates. The customer had a MRI done and wore her insulin pump. Her blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. All operating currents were within specification and no unexpected battery alarm was noted.